Event description:
Patient had a 12 beat run of vtach which did not alarm on the monitoring system. The event was observed by the cardiac arrhythmia technician. The physician was notified, labs drawn, and treatment administered as ordered without further incident.manufacturer response: monitor system, telemetry, apexpro.ge is responsive and analyzing strips. Conference call planned.